Event description:
The customer contact reported the device delivered more IV fluid than intended. The pump was returned to the materials management department with an unsigned note that stated, "pump infuses too fast." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.